Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 150 mg/dl and ran around 220mg/dl. However, customer stated that the blood glucose could have over 500 mg/dl. Customer declined to troubleshoot for high blood glucose readings. Troubleshooting was performed, but inconclusive. Customer reported that the battery died and had not change out the battery, but the meter issue did not resolve the meter communication.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Insulin pump was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the test meter and sent to the pump without any issues.